Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 132 mg/dl. Customer's sensor glucose reading was 154 mg/dl. Customer's sensor glucose and blood glucose differences are within an acceptable range. Customer also had a calibration error. Customer stated that they are experiencing intermittent cal error alerts. Customer enters blood glucose readings into the pump immediately after testing. Customer does not calibrate the sensor 3-4 times throughout the day. Customer is not adhering to calibration recommendation. Customer was advised of the correct calibration protocol. No additional information provided.